Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 3.8 cm diameter abdominal aortic aneurysm. The proximal neck was 22 mm in diameter. The distal aortic diameter was 18mm. The right and left iliac arteries were severely calcified. The right common iliac artery is 10 mm in diameter the left is 11 mm in diameter. The right internal iliac artery is 12 mm in diameter the left is 11 mm in diameter. The right external artery is 12.3 mm in diameter. The right and left femoral arteries are 8 mm in diameter. The distal aortic diameter is 18mm. It was reported that the patient presented emergently with cold feet. The patient had bilateral limb thrombosis requiring urgent intervention; however, the physician was unable to wire either limb and therefore had to perform aortic bi fem since both sides were occluded. The cause of event was small term aorta and small common iliac arteries. The patient did fine during and post-op surgery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; small distal aorta and small/calcified common iliac arteries. Conclusion: occlusion. Anatomy related; small distal aorta and small/calcified common iliac arteries.